Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized. The patient was not treated for peritonitis. The cause of the event, action taken with dianeal therapy, and patient outcome were not reported. No additional information is available.